Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that when admitting/discharging a patient the system clock shows up, band he device provides a blue screen and reboots. There was no patient incident.